Event description:
Device 1 of 5. Reference MFR report #: 1627487-2012-06387, 06388, 06389, 06390. It was reported one of the pt's leads had migrated. As a result, the lead was explanted and replaced. During the procedure, a lead extension was added. Since the procedure, the pt has not rec'd adequate pain relief. The pt is scheduled to have the scs system explanted on a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.